Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced inadequate therapy relief and the device didn't work. The stimulation effects were not satisfactory, and the device was not providing adequate pain relief. Additionally, the stimulation was shaking constantly. The patient previously had a surgery they were trying to avoid, which ended up being a total failure. The patient mentioned they stopped using the stimulation due to inadequate therapy relief and effects. They contacted people four times and were advised to turn the stimulation off and back on. There was a memory problem with the controller, and the patient had not charged the implant or external device in 2 years, having the device turned off for the same duration. The patient charged the implant and sought assistance to activate MRI mode. The controller showed the implantable neurostimulator was 40% charged and the controller 50% charged. The agent assisted the patient with navigating the controller screen to activate and deactivate MRI mode, confirming full-body MRI eligibility. Patient was denied an MRI due to being unable to show the stimulator was off. The patient was advised to let the controller charge and call back for assistance in charging the implant and reviewing MRI mode.